Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer reported that the blood glucose was 500 mg/dl and the sensor said it was 40 and 50 mg/dl and it turned off. The customer had been treating it with a bolus for the 500mg/dl glucose and it kept turning it off, and no matter she would recalibrate it would still go down. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.